Event description:
It was reported that a patient began to desaturate and was removed from the ventilator and bagged. The saturation increased, a pre-use check was performed on the ventilator which passed. The patient was then placed back on the ventilator and the event reoccurred. Another ventilator was used and the patient was being ventilated fine. The level of desaturation has not been provided. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. Alarms for high inspiratory pressure were generated indicating a blockage in tubing or patient interface. Generated alarms were silenced indicating that the ventilator was under surveillance by an operator. The ventilator was then set to standby and a successful pre-use check was performed as reported by the healthcare facility. Ventilation was again started in volume control mode. Alarms for airway pressure high and expiratory minute volume low were generated. These alarms indicate that ventilation was ongoing but with higher airway pressure than intended. The airway pressure high alarm is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration. The expiratory minute volume low alarm is generated when the measured expiratory minute volume is lower than the by the user set lower expiratory minute volume alarm limit. The ventilator was then set to standby and then shortly after ventilation was started in pressure regulated volume control (prvc) mode. Alarms for volume delivery restricted and expiratory minute volume low were generated. The alarm for volume delivery restricted is generated when the set volume in prvc mode is not attained, due to imposed restriction of the set airway pressure alarm limit. This can be experienced as no gas flow is delivered thus generating the alarm expiratory minute volume low. The ventilator was then set to standby and then reportedly replaced by another ventilator. There are no technical error codes that indicate any technical issues with the ventilator. The preceding and following pre-use check were passed without remarks. Further information from the healthcare facility stated that bacteria filter was used at the expiratory side but what type of humidifier was unknown. Their own investigation raised discussions whether the ventilation mode being used at the time was appropriate for the patient and the patient circuit may have been in place for the maximum allowed time (10 days). This since the issue ceased once a new ventilator was used, with a newly set up patient circuit. The conclusion is that there are no indications of a ventilator malfunction during the ventilation period. However, the alarm generation indicates that the ventilation may have been insufficient due to ventilator settings and/or alarm limits chosen by the operator or an increased expiratory resistance in the patient¿s breathing system.